Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 11july2019. The device was not returned for evaluation. The customer was advised on replacement parts and repair. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the air flow accuracy test. The device was not being used for treatment when the reported event occurred. The event date was not specified, estimate used.